Event description:
It was reported that the patient underwent a surgical procedure to treat sui &amp; pop on an unknown date and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, urgency and urinary tract infection. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03377. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dyspareunia, nocturia, frequency and nerve damage.

Event description:
Details: it was reported that following insertion the patient experienced dyspareunia, nocturia, frequency and nerve damage.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency of urination, urge incontinence and recurrent urinary tract infection.

Event description:
It was reported that following insertion the patient experienced urgency of urination, urge incontinence and recurrent urinary tract infection.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that due to recurrent vault prolapsed, patient underwent implantation of mesh on (B)(6) 2005 no further details provided. (B)(4) recurrent prolapse.